Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the door was jammed and could not be opened. The customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was jammed. A field service engineer used the key to power down the battery and toggled the switch on the refrigerator to shut it off. The pyxis station was powered down, and the ethernet cord connecting the fridge to the station was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.